Event description:
Boston scientific received information that this patient's system was explanted due to infection. Following the explant, the patient coded and therefore, this device and associated lead are being temporarily utilized for pacing therapy until antibiotics are administered and the infection is clear. No adverse patient effects were reported.

Manufacturer narrative:
The device is still is use and no other adverse events have been reported. This product issue will be updated if additional information is received.